Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated section d9, h2 and h3. Updated annex codes: b, c, and d. Device evaluation: an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. A piece measuring approximately .3930" x .0755" was found to be broken off; the broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. System log review was performed. Per the review, the following was confirmed: system serial #, event date, console surgeon, and procedure name/category. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Manufacturer narrative:
No product has been returned. The event investigation is in progress. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the harmonic ace instrument broke. The nurse stated that the customer found the defect and removed the harmonic ace. When they confirmed the defect, the instrument broke outside the body. No fragment fell into the patient. No part of the instrument that broke fell into the patient. The blade was the part of the instrument that had broken. A back-up instrument was used to complete the procedure. No x-ray or other imaging was performed. No additional surgical procedure was required. The patient had not returned to the hospital due to post-surgical complications.